Event description:
It was reported to st.jude medical that the pt received high voltage therapy while being awake and without symptoms. There were nothing stored in the device diagnostic from the incident. Since the incident occurred at the same time that the devices should do an automatic capacitor charge, the physician was afraid that something was wrong with the output capacitor. As the pt was very physchologically influenced by the incident, the physician made the decision to replace the device. The device and proximal lead were returned.